Event description:
Procedure type: total laparoscopic hysterectomy. According to the reporter: the patient had a total laparoscopic hysterectomy in 2009 and is having problems because the sutures did not absorb. It appears the surgeon used surgidac sutures (green) instead of the reported polysorb sutures and now the patient is having problems because the sutures did not absorb. She returned to her surgeon for 4-5 visits with vaginal discharge and pain. Her surgeon reportedly stated nothing was wrong. She sought a second opinion and was found to have a granuloma in the vagina and suture spitting. The patient did not want to elaborate, but disclosed that she has undergone some type of additional procedure and referred to a pathology report that showed chronic and acute inflammation with the suture being removed. She stated the suture was green in color.

Manufacturer narrative:
Tracking no: (B)(4).